Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's blower was found to be stalled. The device's blower motor was replaced to address the issue.